Event description:
It was reported that the device showed no disposable alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No lot number was provided; therefore, a device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and a root cause could not be determined since no product sample was received for evaluation. Additional information d5 operator of device and e4 initial reporter sent report to FDA., corrected data: correction: d2 common device name